Event description:
It was reported that the patient was unable to adjust stimulation. The display showed a ¿call your doctor¿ icon and a power on reset (por) condition. The patient just had a cardiac ablation done on the day of the report and was trying to turn the device back on. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v570356, implanted: (B)(6) 2011, product type: lead. (B)(4).